Event description:
It was reported that during a routine device check, the physician was unable to interrogate the device. An electrocardiogram was obtained using a programmer, in which the head was placed on the pocket area to check magnet rate, however it was not able to be interrogated. The physician elected to explant and replaced the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)